Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, the suture failed to slide and the knot did not tighten after being positioned around the intended structure. A new suture was used without an issue. There was no patient injury.